Event description:
It was reported that the customer was hospitalized for dka and viral infection. The customer was in intensive care at the time of call. Troubleshooting was performed. The programming and histories in the pump were accurate. In addition, a lead screw test was completed and passed.